Event description:
It was reported that the physician was performing a thermal abliation procedure. The balloon developed a hole in it. The physician elected to discontinue use of the balloon and a second balloon catheter was used to complete the case with no adverse consequences.